Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A fourth replacement device was used to complete the procedure. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for each of the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4). Device 3: hs iii proximal seal system 4.3mm, model #hsk-3043, lot #25059246, expiration date: 05/31/2013.